Manufacturer narrative:
Evaluation results and conclusions : guideliner has most likely contributed to the stent displacement. The attempts to advance the device inside the guideliner has most likely resulted in the stent displacement. (B)(4).

Event description:
The physician attempted to implant an integrity otw stent in the rca that was reported to be 75% stenosed. The lesion was pre-dilated. During the attempted delivery the integrity otw was reported to have snagged on the proximal portion of the guide liner and the stent was displaced proximally onto the delivery catheter. The physician withdrew the device. Another integrity stent was successfully implanted. The physician then attempted to implant an integrity rx stent proximal to the previously implanted stent; however, stent damage occurred during delivery. This stent was withdrawn and additional integrity was then placed successfully within the remaining lesion. The patient status post procedure was stable with a successful intervention of this lesion. Device evaluation: the stent had moved proximally along the shaft and was positioned proximal to the proximal marker band on the distal shaft. The first 6 distal segments were bunched and deformed. The distal tip was damaged. Crimp impressions were evident along the device.